Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump was received with normal operating currents and no unexpected off no power alarm was noted. The insulin pump had cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked case at the display window corner, cracked display window and minor scratches to the display window.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized with diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer was wearing the insulin pump at the time of the event, but it was removed by the hospital. The insulin pump was cracked at the battery compartment. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.